Manufacturer narrative:
Reported event of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during a fluoroscopy visualization procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip had to be pulled off from the tissue to be removed from the patient. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient was reported to be not harmed following the procedure.